Event description:
A voluntary medwatch (mw5177756) was received by the manufacturer on 11/10/2025 alleging that the ventilator "failed in the middle of the night" and the patient was rushed to the emergency room by airlift. It is noted that the hospital staff stated that the ventilator "was not working properly and it needed to be replaced." However, per the patient's mothers following call, she stated that the home night nurse did not suction the patient, and she thinks that it may be the cause of the respiratory stress on the patient. This case has been reviewed by a clinical expert and based on available information at this time; the alleged harm is assessed as not related to the device. Therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. Currently, there is no device information available other than a trilogy evo. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.